Event description:
Patient tested blood glucose on suspect device and obtained blood glucose readings of 240 mg/dl. Patient increased insulin dosage by 1 unit in evening. Patient's daughter found patient in morning in an unknown condition and called paramedics blood glucose tested on paramedics device and blood glucose read 29 mg/dl. Patient given oral glucose solution and intravenous.